Event description:
It was reported that an alert was delivered due to high hv lead impedance. Device was turned off. Physician is believes patient does not need the system and is considering removal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.